Manufacturer narrative:
The issue was resolved after customer replaced the empty alkaline buffer reagent bottle. Customer noticed the empty bottle after the patient samples were run and the erroneous results were generated. Customer has not called back to report any related issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated a falsely high carbon dioxide (co2) result on one patient sample. The result was reported outside the laboratory, but was amended prior to the initiation of patient treatment based on that result; therefore, patient treatment was not affected. The issue was discovered while the samples were being rerun after customer noticed that the alkaline buffer reagent bottle was empty. Therefore, a service request was not generated as the laboratory discovered that the alkaline buffer reagent bottle was empty, which was the root cause of the issue. Customer then replaced the reagent bottle, and primed the system successfully. The customer technical specialist verified acceptable performance of the instrument with customer.